Event description:
Healthcare professional reported right side deflation and additional "any creases". The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: delamination observed assessed as adhesive failure. Crease/folding of implant: creases were observed. Additional observations: observed 1 opening assessed as fold flow opening. No further actions are required as no manufacturing issues are observed.

Manufacturer narrative:
Continued h.6 health effect impact code: f2203 imaging required. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation and additional "any creases". The device has been explanted.